Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited overpacing and oversensing. Programming settings were discussed and recommended. Reprogramming efforts were performed. Currently, this crt-d remains in service and no adverse patient effects were reported.